Event description:
It was reported by the patient was experiencing pain, shock sensations, and a burning sensation from using the bone healing system (bhs). The patient is using the device on his left ankle. The patient reported that the sflx 4 coil is giving him a burning sensation. The patient reported that the bhs and coil are getting very hot. The patient feels a shocking sensation on the skin from the coil. The patient rated the pain as a 5, on a scale of 1 to 10, with 10 being the highest. The patient reported that he has stepped on the coil several times. The patient has recently increased his daily activities. The patient reported that he recently had another surgery. The patient reached out to his doctor who called the sales representative. The sales representative advised the patient to call zimmer biomet. The patient stopped wearing the device for five days. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The investigation is still in progress and once it is complete, a supplemental medwatch 3500a will be submitted. The following section has been corrected: h6: device code corrected to 1437: overheating of device.

Manufacturer narrative:
Corrections - b4: date of this report added, d3: manufacturer address and email address, d4: UDI, d8a, g1: contact office and manufacturer site, g6: report type additional information - h6: impact code, method, results, and h10: additional narrative, h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was unable to be reviewed as the lot number of the product us unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported by the patient was experiencing pain, shock sensations, and a burning sensation from using the bone healing system (bhs). The patient is using the device on his left ankle. The patient reported that the sflx 4 coil is giving him a burning sensation. The patient reported that the bhs and coil are getting very hot. The patient feels a shocking sensation on the skin from the coil. The patient rated the pain as a 5, on a scale of 1 to 10, with 10 being the highest. The patient reported that he has stepped on the coil several times. The patient has recently increased his daily activities. The patient reported that he recently had another surgery. The patient reached out to his doctor who called the sales representative. The sales representative advised the patient to call zimmer biomet. The patient stopped wearing the device for five days. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product: biomet ebi bone healing system - catalog: #1068234 serial: #(B)(4). Concomitant medical products: therapy date: unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002242816-2020-00080.

Event description:
It was reported by the patient was experiencing pain, shock sensations, and a burning sensation from using the bone healing system (bhs). The patient is using the device on his left ankle. The patient reported that the sflx 4 coil is giving him a burning sensation. The patient reported that the bhs and coil are getting very hot. The patient feels a shocking sensation on the skin from the coil. The patient rated the pain as a 5, on a scale of 1 to 10, with 10 being the highest. The patient reported that he has stepped on the coil several times. The patient has recently increased his daily activities. The patient reported that he recently had another surgery. The patient reached out to his doctor who called the sales representative. The sales representative advised the patient to call zimmer biomet. The patient stopped wearing the device for five days. Attempts have been made and no further information has been provided.